Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10505. The pt ((B)(6)) received a surgical scs lead and lead anchor for an scs trial. It was reported, the pt received good paresthesia post-operatively until day three when the pt began to feel stimulation in the arm and chest. The clinician decided this event was a failed trial and elected to explant the scs lead and lead anchor. X-ray imagery confirmed lead migration. Following the explant, the physician reported the lead anchor could be unlocked with very little tension.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.